Event description:
It was reported that the plaintiff was implanted on or about (B)(6) 2005 with a sparc sling for treatment of stress urinary incontinence. The plaintiff suffered and continues to suffer from excruciating pain. The plaintiff has suffered from extreme incontinence, recurring infections. Pain and bleeding, is unable to have sexual intercourse, and cannot sit, stand or walk for prolonged periods of time. The plaintiff has taken and continue to take pain medication on an ongoing basis. The plaintiff has had to undergo numerous medical procedures including, but not limited to, various surgical procedures in an attempt to relieve her pain. The attempts to date have been unsuccessful. The plaintiff has experienced significant physical, psychological and emotional pain and suffering and has sustained permanent and debilitating injuries. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. (B)(4).